Manufacturer narrative:
A ge rep evaluated the system and cleaned and regreased the high voltage connectors. The system operates as intended.

Event description:
It was reported that the system made a popping noise and would not produce x-rays. No pt injury was reported.